Event description:
No further information is available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2; h6; h10. D4: attempts have been made to gather all product identification information and no further information has been provided. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Device history record review cannot be performed without product identification. Medical records were not provided. Findings from provided information: pain and xrs showed ossification bridging around the top of the hip. Had one dose of radiation to prevent further ossification growth. Picture previously provided with measuring tape is pictures of the removed ossification. A definitive root cause cannot be determined. Complaint is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The customer has indicated that the product will not be returned to zimmer biomet for investigation as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that approximately nine years post-implantation, the patient underwent a right hip revision due to pain and ossification around the top of the hip. During the procedure, the ossification was removed and the head and taper adapter were removed. Completed one round of radiation to prevent further growth. Attempts have been made and no further information has been provided.